Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. On (B)(6) 2014, the pt was transferred to the implanting center from another hospital with septic shock and respiratory distress and was intubated and on vasopressors. It was reported by the vad coordinator that the pt is bacteremic with e coli and corynebacterium striatum, and also has a pump driveline infection with corynebacterium striatum. On (B)(6) 2014, a transthoracic echocardiogram (tte) was performed which showed no evidence of vegetations. The pt was treated with IV antibiotics which were adjusted throughout his hospitalization. On (B)(6) 2014, the pt was extubated and the vasopressors weaned off. On (B)(6) 2014, the pt was hemodynamically stable and was discharged to home with IV antibiotics administration and continued routine hemodialysis.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.